Event description:
The last bone screw was not able to be inserted into the plate because of squashing of the locking ring. The surgeon replaced the squashing locking ring. The screw snapped inside the locking ring. The surgeon removed and replaced the broken screw. The surgery was prolonged 30 minutes. Pt outcome: the surgery was successful.